Event description:
Kimberly-clark received a report from (B)(6) stating, it was noticed that the end of the suction catheter was missing after regular checks. The endotracheal tube was cut prior to insertion of the suction tube and therefore cannot have resulted in the severance of the tip. The tip of the suction catheter was retrieved on bronchoscopy by an anesthetist.

Manufacturer narrative:
The actual complaint product was not returned for evaluation but review of the device history records are in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.